Event description:
It was reported that the patient presented to clinic after receiving the notifier alert on (B)(6) 2012, that the device had reached eri. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found a lifted wire bond joint of the rf flex module. The lifted wire joint could result in the high current drain.